Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient had pain at his ipg site that started as a minor pain and had increased to the point where the patient has difficulty bending over. The patient described the sensation as a sharp, stabbing pain that subsided when he turned off stimulation. Follow-up identified the physician ruled out infection as a cause of the issue. The patient was started on muscle relaxers which alleviated the pain somewhat. The physician will follow-up with the patient to determine the next course of action. No further information is available at this time.